Event description:
A healthcare provider reported a customer received a reading of 168 mg/dl from her/his adc blood glucose meter, which was higher than a reading of 85 mg/dl received on the healthcare provider¿s meter. It was further reported that on (B)(6) 2019 the customer lost consciousness and was diagnosed with hypoglycemia. The customer was treated with an unspecified intravenous infusion. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correctional report as (d4) serial number was incorrectly documented on the initial and final MDR. Section (d4) serial number has been updated.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. It should be noted: during troubleshooting it was revealed the customer was using test strips that expired on (B)(6) 2018. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported a customer received a reading of 168 mg/dl from her/his adc blood glucose meter, which was higher than a reading of 85 mg/dl received on the healthcare provider¿s meter. It was further reported that on (B)(6) 2019 the customer lost consciousness and was diagnosed with hypoglycemia. The customer was treated with an unspecified intravenous infusion. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the precision neo meter was reviewed. The dhrs showed the precision neo meter passed all tests prior to release. The DHR for the precision strips was reviewed and the DHR showed the precision strips passed all tests prior to release. Retain testing was not performed for the precision strips, strips are expired. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A healthcare provider reported a customer received a reading of 168 mg/dl from her/his adc blood glucose meter, which was higher than a reading of 85 mg/dl received on the healthcare provider¿s meter. It was further reported that on (B)(6)2019 the customer lost consciousness and was diagnosed with hypoglycemia. The customer was treated with an unspecified intravenous infusion. No additional treatment was reported. There was no report of death or permanent injury associated with this event.